Event description:
Event description guidant received information that this implantable pacemaker (ipm) was last tested several months prior to this check and had a magnet rate of 100ppm. The output setting in the ventricles was programmed to 7.0v's @ .6ms pw. Today, with the battery gauge at ert (elective replacement time), the nurse put a magnet over the device and it reverted to eol (end of life) vvi rate 50ppm. The device was replaced. It was not returned for analysis until over 4 years post-explant.